Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced both elevated and low blood glucose levels, values were not provided. In addition, it was reported that the insulin gauge was inaccurate. Customer declined to troubleshoot with tandem technical support.